Event description:
The customer reported failure of the m3525a 10 lead ECG trunk cable. There was no reported patient incident/injury.

Manufacturer narrative:
(B)(4). This complaint is being reported in order to meet the reporting deadlines. An ECG leads related issue could prevent demand mode pacing or delay therapy/treatment. Philips is still in the process of assessing if there's a risk to health. A follow up report will be submitted once the investigation is complete.